Manufacturer narrative:
Correction: device manufacturer date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the emitter for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The emitter was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the straight suction was intermittently tracking. It was reported that adjustment of the emitter did not resolve the reported issue. The surgeon opted to complete the procedure with separate instruments. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.